Event description:
Reportable based on analysis completed on 11oct2011. It was reported that during a percutaneous coronary intervention, the device would not cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon. The physician advanced the 3.0x32mm promus element stent but was not able to cross the lesion. The procedure was completed with another 3.0x32mm promus element stent. No patient complications were reported and patient status is stable. However; analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Struts on the 7th row from the distal end of the stent were misaligned and slightly raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).